Manufacturer narrative:
Lot review: lot# 3430339 showed that (B)(4) units were manufactured, tested, inspected and released in may 2017, citing no exception documents.

Event description:
Complaint received for air leakage/flow issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports "after change of tego and the start of a new dialysis, micro bels (bubbles) appeared in the arterial line. The tego was well connected, straight, and well screwed. No needles were used. The customer places the connector on the line and uses syringes without needle only for taking blood and to flush. Because of this problem, the tego was disconnected in 2 minutes. A new tego was placed without problems." No adverse patient consequences were reported.

Manufacturer narrative:
Lot review: lot# 3430339 showed that 36,000 units were manufactured, tested, inspected and released in may 2017, citing no exception documents. Visual inspection: received one (1) used d1000 tego connector; lot# 3430339. No visual anomalies are observed. Functional testing: the used d1000 tego was pressure leak tested and passed without leakage. The used d1000 tego was vacuum leak tested and passed without vacuum leakage in both the capped and uncapped positions. Final summary: the d1000 tego returned for investigation of leakage had no visible damage and passed pressurized and vacuum leak testing outlined in the product performance specification. ICU medical will monitor and trend.

Event description:
Complaint received for air leakage/flow issues with use of unspecified dialysis set-up where d1000 tego connectors were in use. The initial information received reports "after change of tego and the start of a new dialysis, micro bels (bubbles) appeared in the arterial line. The tego was well connected, straight, and well screwed. No needles were used. The customer places the connector on the line and uses syringes without needle only for taking blood and to flush. Because of this problem, the tego was disconnected in 2 minutes. A new tego was placed without problems." No adverse patient consequences were reported.